Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device, a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's machine flow sensor was found to be contaminated with dirt and was replaced to address the issue. Additionally, not related to the reportable issue, the device's muffler assembly, particulate filter and air inlet foam filter were replaced due to preventive maintenance protocol. The device was cleaned and tested and passed all final testing.